Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but was unable to stabilize the lens in the patient's eye due to torn zonules and a capsule tear. The lens was removed within the same surgery and an anterior chamber lens was implanted. A vitrectomy was performed. The reporter stated the cause of the capsule tear is unknown and if the patient had any pre-existing conditions/dense cataract. The reporter stated the event was patient related, there was no issue with the lens. The reporter stated this facility uses a competitor's phaco system.

Manufacturer narrative:
Evaluation method: medical review, device history record review. Results: medical review - torn zonules arise from manipulation or due to weak or loose zonules to begin with. This is a condition wherein the capsular bag is not supported adequately. In conditions as such, the surgeon must take extra care when performing cataract surgery. Iol implantation may be attempted with extreme care, however the iol may not be supported adequately which would require removal of the unstable iol. This in turn exposes the patient to a higher incidence of developing intraocular complications. This event is secondary to the patient's condition, and not due to the device itself. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): the lens was not returned.